Manufacturer narrative:
Date of event - estimated. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. Date of implant - estimated. The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed and a similar complaint query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. The reported patient effect of amputation or limb loss is listed in the supera instructions for use (IFU) as a known potential adverse effect of peripheral percutaneous intervention. Based on the case information, a conclusive cause for the reported amputation, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no corrective action is required.

Event description:
It was reported that on an unspecified date, the patient underwent a stenting procedure, with implantation of an unspecified supera stent. A few months post stenting procedure, the patient underwent a leg amputation due to gangrene. No additional information was provided.